Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
It was reported that the system failed to generate fluoroscopy x-ray. There is no report of death or serious injury.